Event description:
Dealer states bearing came out of latch on degage rocker back.

Event description:
Dealer states bearing came out of latch on degage rocker back.

Manufacturer narrative:
(B)(4). - this report is follow up 001 to complete the information in the h tab, device manufactures only.